Manufacturer narrative:
B5: upon follow-up, it was confirmed that there is no event as suspected peritonitis and the only events were weakness in body and pain in stomach. At the time of this report, the patient was discharged and recovered from pain in stomach and weakness in body. H10: based on additional information received, the pd disposables was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and weakness in body. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for peritonitis. It was not reported if the patient was treated for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.